Event description:
On 4/19/94, pt underwent left inguinal hernia repair utilizing mesh. Admitted on 4/24/94 for deep wound infection. Went to operating room on 4/29/94 for drainage of deep wound abscess. Discharged 5/3/94.